Event description:
According to the customer: "the customer used hmo10000 quadrox-I neo.o.filt.micro. So for a surgical operation for atrial septal defect (asd) on a pediatric pt. The respond of decrease of pco2 / increase of po2 was slow. The performance of gas exchange was not good when the customer initiated the circulation, but it was stabilized as time proceeds. Pt info: (B)(6). No adverse effects on the pt. Occurred during pt use. (B)(4).

Manufacturer narrative:
The product has not be returned to the MFR for laboratory investigation yet. The investigation is still pending. A supplemental medwatch will be submitted when further info becomes available..